Event description:
It was reported that during a surgical procedure, the drill heated up. The procedure was completed successfully, with no report of a delay. There was no patient or user injury reported, and no other adverse consequences alleged with this event.

Manufacturer narrative:
The drill was received by the manufacturer, however, the overheating failure could not be replicated. For preventative maintenance purposes, a bearing on the rotor assembly was replaced.